Event description:
"."

Manufacturer narrative:
The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (air detected in cassette warning) was not confirmed. The reported complaint symptom (power fail recovery failed) was not confirmed. A visual inspection of the returned cycler showed no signs of physical damage. A pre-accelerated stress test (15 min)- simulated test treatment was performed and completed without failures. The cycler was powered off in drain 0. When the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. Mushroom head check passed. Tested positive for glucose. There were no indications of fluid or dried fluid in the internal inspection of the cycler unit. The cause of positive glucose test could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported observing a fluid leak in the liberty select cassette housing during troubleshooting an alarm. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications. There was no reported medical intervention. The peritoneal dialysis nurse reported that the patient has cats which could have contributed to the alleged fluid leak. The patient was retrained on performing treatments. The liberty select was replaced.